Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit' screen is not turning on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer evaluated and troubleshot and found monitor, was not turning on, there was the green light from the power board, but no video. Installed different monitor and unit worked. Will replace monitor on next visit . Replaced monitor, and loaded sw, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received with a reported unit failure of screen not turning on. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition. The failure analysis and testing dept. Installed top-level display assembly in the cardiosave test fixture and tested to factory specifications. The tests did not trigger the reported failure of screen not turning on. The failure analysis and testing was not able to replicate the failure experienced by the customer. Retaining the top-level display assembly in the failure analysis and testing department. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit' screen is not turning on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.